Event description:
The customer reported that during a routine check before initiating therapy on a pt, the unit displayed an electrical code #55 message. The unit was switched to another unit and therapy was initiated.